Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible noise, fluctuating impedance and a lead fracture were noted on the pacing lead. Lead replacement has been scheduled with lead capped. No patient complications have been reported as a result of this event.